Manufacturer narrative:
(B)(4) (lens loaded upside down): eval: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon had loaded a 12.6mm micl12.6 implantable collamer lens upside down, and it wasn't until he had inserted he lens into the pt's eye, did the surgeon realize the lens was upside down. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. The backup icl was implanted.